Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced bleeding. This patient had previously experienced bleeding during a past transbronchial biopsy procedure. The patient had consented regarding increased bleeding risk in the irradiated area. Prior to the ion procedure, platelets and inr were normal with no anticoagulants or antiplatelets on board. While performing the right upper lobe biopsy, blood was immediately observed when suction was applied to the tool channel during bronchoscope retraction. A thoracic surgeon was promptly contacted, and approximately four suction canisters of blood were collected via stryker suction device. Per the physician, the bleed occurred because the biopsy was on irradiated lung tissue where the tumor had been; the patient was made aware that the irradiated area would be of a higher bleeding risk. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. The patient was doing well at the time of this report.

Manufacturer narrative:
A system log review cannot be performed because the system logs are not available.